Event description:
Complainant alleged that the cath lab clinicians were monitoring a patient (age and gender unknown) using stat pads multi-function electrodes, when the device displayed a "poor pad" contact message. The complainant indicated that there was not adverse effect to the patient as a result of the reported malfunction. The customer indicated that the pads used in the event would not be returned to zoll for evaluation, as they had been inadvertently discarded subsequent to the incident. In addition, the lot number of the pads is unknown, as the electrode packaging containing the lot number was also discarded.